Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting and there was no power to geo ipc. Review of the system log file confirmed the malfunctioning of geo pc. The fse replaced the defective geo ipc. Upon testing, the fse noticed a bodyguard error and defective sensor 04 on tube cover. The fse replaced the tube bodyguard cover and sensor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.